Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was symptomatic with shortness of breath and a reduction in walking distance. The procedure was to treat in stent restenosis of a supera stent that was implanted in the distal femoral artery 2 years ago. A hi-torque connect guide wire was advanced without resistance toward the restenosis in the supera stent and the occlusion was easily crossed. There were some maneuvers done with the guide wire and multiple exchanges of other devices. The stenosis was treated with a dilatation balloon. The guide wire was withdrawn without resistance and, upon removal from the patient anatomy; the blue tip appeared to be shorter than it should be. Angio was reviewed and the guide wire tip could not be found in the patient anatomy. The physician suspected that the guide wire tip was withdrawn and discarded during removal of a balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device investigation is underway, a lot history records review has been carried out it is concluded that the guidewire were manufactured according to the specification. The required tests and inspections were performed and passed. A follow up report will be provided with the actual device evaluation.

Event description:
It was reported that the patient was symptomatic with shortness of breath and a reduction in walking distance. The procedure was to treat in stent restenosis of a supera stent that was implanted in the distal femoral artery 2 years ago. A hi-torque connect guide wire was advanced without resistance toward the restenosis in the supera stent and the occlusion was easily crossed. There were some maneuvers done with the guide wire and multiple exchanges of other devices. The stenosis was treated with a dilatation balloon. The guide wire was withdrawn without resistance and, upon removal from the patient anatomy; the blue tip appeared to be shorter than it should be. Angio was reviewed and the guide wire tip could not be found in the patient anatomy. The physician suspected that the guide wire tip was withdrawn and discarded during removal of a balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.